Event description:
The customer reported to baxter (B)(4) a 2000ml eva tpn container in which there were non visible particles in the solution of the container. The customer reported that the particles may have come from either the baxter transfer set or connector. The event occurred during filling. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. Visual inspection revealed an unidentified particulate matter in the bag. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information become available, a follow-up report will be submitted.